Manufacturer narrative:
(B)(6) this product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange, narrow anterior chamber depth). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+3.5/076 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault and narrow anterior chamber depth. The problem is resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial. Visual inspection found the haptic torn and residue on lens. (B)(4).